Manufacturer narrative:
H10: per the customer¿s response, reprocessing was conducted in accordance with IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material at the objective lens could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus evis lucera elite colonovideoscope due to the forceps getting caught during insertion and/or removal. There was no patient harm reported as a result of the above event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found in the objective lens. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the objective lens had foreign material present as a result of insufficient reprocessing. There were several other forms of device wear and tear noted throughout the unit. Those include but are not limited to material deterioration, material deformation, and material separation. Following the confirmed reprocessing failure, olympus personnel sent the user facility a reprocessing questionnaire. However, no response has been received at the time of this report. If additional information becomes available following the device evaluation, a supplemental report will be filed.